Manufacturer narrative:
Device analysis: for slider resistance: a visual evaluation of the xen injector was performed per method ID: cl-xen-05. No damage/ defects were observed to the injector. To evaluate device functionality, the injector was tested for actuation per method ID: cl-xen-01. During functional testing, the slider knob was able to slide the full distance of the travel length in each of the three bevel selector positions. Slider knob resistance was not observed as the slider knob was advanced. The pusher rod which pushes the gel stent out of the needle performed correctly, and the needle moved in tandem with the slider knob. The slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions without any resistance; therefore, the expected condition was met. For intraoperative breakage: during evaluation, the gel stent was not present within the device and it was determined that the gel stent was not returned. Since the gel stent was not returned, a proper evaluation for the complaint condition of intraoperative breakage cannot be performed. No further evaluation can be performed. Conclusion: the slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions, the reported complaint of slider resistance is not confirmed since no slider knob resistance was observed during functional testing. The reported complaint condition of intraoperative breakage is unable to confirm since the gel stent was not returned with the sample. No further evaluation can be performed.

Event description:
Healthcare professional reported a xen®45 gts event described as "the slider got stuck (the sliding was not smooth) and the implant popped, so there was a problem" during implantation in right eye. Surgery was completed with back-up device. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts event described as "the slider got stuck (the sliding was not smooth) and the implant popped, so there was a problem" during implantation in right eye. Surgery was completed with back-up device. No eye injury noted.

Manufacturer narrative:
Visual device evaluation: visual analysis performed via device photos noted no apparent damage is observed on the xen injector. The gel stent is not observed within the photograph. A full evaluation cannot be performed since the xen injector and stent were not returned. Photo analysis of the device generally does not assist abbvie in determining a probable cause for this event. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "the slider got stuck (the sliding was not smooth) and the implant popped, so there was a problem" during implantation in right eye. Surgery was completed with back-up device. No eye injury noted.